Manufacturer narrative:
The lot numbers were provided for both malfunctions; therefore, lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigations of the reported events are inconclusive. A definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600330 chronic catheter allegedly experienced break. These reports were received from various sources. All two malfunctions involved a patient with no reported patient consequences. The patient's age, weight and gender were not provided.